Manufacturer narrative:
Initial.

Event description:
It was reported that a user performing a supply change on the ilet did not prime the cannula after accidentally selecting that a new infusion set was not being inserted, and an agent assisted with filling the cannula to resume insulin delivery, reflecting an incorrect procedure during use with the infusion set/tubing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the event involved improper procedure related to the tubing/infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.